Event description:
Customer reported a patient sample with anti-e gave a negative reaction with the untreated panel cells (#3 and 6) of resolve panel c lot #vrc186, but was positive with screening cells and ficin treated panel cells. The patient did not have a previous history of antibodies. The sample was first tested on (B)(6) 2013 with 0.8% selectogen cells and cell ii (e positive) gave a 2+ reaction. The sample was then tested with the untreated cells of 0.8% panel c lot #vrc186 and all cells were negative. The sample was then tested with the ficin treated cells and cells 3 and 6 gave 4+ reaction. Anti- e was identified using the ficin panel. All qc was acceptable on days of testing. Reagents and cards were stored as per the IFU and visual appearance was acceptable prior to use. The customer was referred to the limitations of the panel cell regarding the e antibodies. The customer is satisfied with reporting the concern and with receiving credit for the panel cells. No further follow-up has been requested.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).